Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a cause for these events could not be conclusively determined. It was reported that the doctor felt that a thrombus ingestion might have caused the pump stoppage; however, a correlation between the device and the suspected thrombus could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported at this time. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative indicating that the patient was admitted on (B)(6) 2016. The patient had a nephrectomy performed after tumor confirmation of renal cell carcinoma. It was reported that the patient''s lactate dehydrogenase level was stable and the patient was not exhibiting any heart failure symptoms.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 due to an elevated lactate dehydrogenase (ldh) that was 3 times his normal range. The patient has a history of renal cell carcinoma and factor viii issues, causing him to be hypercoagulable. The customer reported that hematology was consulted prior to implant and cleared the patient for implant as they felt the hypercoagulability would not be an issue. Upon admission the patient was started on a heparin drip with a partial thromboplastin time (ptt) goal of 80-90 seconds, an activated partial thromboplastin time (aptt) goal of 60-90 seconds and an inr goal of 3.0. The patient's ldh has been 750-1480 u/l since admission. On (B)(6) 2016, the patient's ldh was 1200 u/l and his urine was clear. On (B)(6) 2016, the pump speed was increased to 10,000 rpms. On (B)(6) 2016, the speed was increased again to 10,200 rpms during an echocardiogram. The echocardiograms showed that the left ventricle was unloading with complete aortic valve closure at 10,500 rpms. It was reported that the patient's inr was between 2.5 and 5.0 for past two weeks. On the morning of (B)(6) 2016, while the patient was bent over at approximately 45 degrees at the sink washing his hair, several low speed advisory and pump off alarms occurred while supported on the power module. The customer confirmed no trauma noted to the driveline and the patient's system controller was not wet or damaged. The center manipulated the external driveline and the patient was moved in several different position changes without being able to recreate a pump stoppage. The patient's inr was 3.1 and aptt was 83 seconds. No equipment was exchanged. No x-ray images were provided nor was a driveline evaluation performed. It was reported that the doctor felt that a thrombus ingestion caused the pump to stop. As of (B)(6) 2016, no additional pump stoppages had occurred. The patient has been maintained on a grounded power module patient cable and batteries. The patient was reportedly doing well without heart failure symptoms, and was being maintained in the hospital on heparin and coumadin. The patient's ldh was 800 u/l, inr 2.4 and aptt 60 seconds. The plan was to keep the patient in the hospital for now under close observation. No further information was provided.